Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2013 the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump's loss of prime alarm occurred more often than expected by the user. The patient had changed the cartridge using one from a different lot and the issue reoccurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: during investigation, the pump history was reviewed and showed a loss of prime warning associated with a low non-zero force. During testing, the rewind, load and prime sequence was performed and the 24 hour duration tests were successfully completed with no alarms or loss of prime warnings occurring. The force sensor calibration was found to be within specification. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. The issue was observed in the pump history but was not duplicated during the investigation. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. No failures were observed during incoming inspection. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.